Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test alarms. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Customer¿s blood glucose level was around mid-60s mg/dl at the time of the call. The customer stated the inside of the battery slot looks like there is residue. Customer reported the battery compartment being corroded. While troubleshooting for the failed battery test alarm the customer mentioned the screen went blank on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to corroded battery cap contact. The insulin pump was used with test battery cap and failed battery test due to corroded battery tube. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to failed battery test. The insulin pump passed stop current and run current test. The insulin pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor/deep scratched display window.